Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the correct manufacturing date for the device is 08/29/2007.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with corneal ulcer left eye. Patient reported noticing a white spot on her left eye on (B)(6) 2019. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019. Right eye pre-op 20/20 -3.00 x .00 x 90. Left eye pre-op 20/20 -3.25 x .00 x 90. Bcva from (B)(6) 2019. Right eye post-op 20/20 .00 x -.50 x 143. Left eye post-op 20/20 .25 x -.75 x 6.